Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: economic impact of atrial fibrillation ablation with radiofrequency contact force catheter versus cryoballoon catheter. 2018. Doi: 10.2217/cer-2018-0112. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryoballoon ablation. The article reports cardiovascular related readmissions post cryoballoon ablation. The status/ disposition of the catheters is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.